Event description:
It was reported by service report that the chest restraint has a broken part. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Chest restraints. Unit was evaluated by the customer and replacement part was sent for the customer to install.